Event description:
The following information was reported: hematoma less than 6 cm in size developed distal to the puncture site, after 5 minute venous hold from mynx ace deployment, manual pressure of 30 minutes was required. The patient was not hospitalized. It was noted that the physician's opinion was that the event was mynx related due to the failure to achieve hemostasis. Procedure: peripheral stick location: right cfa.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.